Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, bone/tissue damage, difficulty walking, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2011 due to pain. Operative report noted the presence of cloudy fluid, black stained synovial tissue, and lysis. The modular head, stem and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-02702 /-07030).